Manufacturer narrative:
G4: 06may2020. B4: 07may2020. H11: b1 and h1 updated:the patient was transferred to another unit so that the unit could be repaired; however it was confirmed that there was no harm to the patient. H10: no product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/16/2020.

Event description:
It was reported that the unit declared an alarm light emitting diode (led) failure. The device was in use at the time of the event; however, there was no patient harm. The patient was transferred to another ventilator in order to repair the unit.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the power switch overlay to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.